Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 72 mg/dl. Customer alleged that the pump's basal iq software did not suspend insulin delivery; however this could not be confirmed as customer declined to upload data for review by tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.